Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/18/2010, 02/22/2010 and 02/04/2010 by phone, fax, and mail. A completed questionaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he has been seeing a slight crescent shadow in the peripheral concerns of each eye. The consumer reported he was happy with his vision which has returned to 20/20. A tech speaking for the surgeon, reported the pt has corneal dystrophy. The tech reported the surgeon does not blame the iol. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.